Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.

Event description:
The manufacturer received information regarding a dreamstation auto bipap. The patient alleged dry mouth, also unable to change the humidifier settings. There was no medical intervention required by the patient. The manufacture's investigation is ongoing. A follow up report will be submitted when the manufacture's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information regarding a ds2adv auto CPAP. The patient alleged dry mouth, also unable to change the humidifier settings. There was no medical intervention required by the patient. After further review, the device involved in this report has been determined to be out of scope of the referenced recall. Based on the information available, this complaint is considered not reportable